Event description:
It was reported that a patient underwent placement of promotofixation strips for grade 3 hysterocele and cystocele and placement of urethral support strips (mesh) under general anaesthesia on (B)(6) 2023. The patient reported experiencing acute pain the next day, which persists to this day and is getting worse. Extract from the consultation report (chronic pain structure) dated 15 may 2024 reportedly states: the story began on 2022 with a grade iii prolapse aggravated by incessant coughing during a covid. The patient was pain-free. She underwent surgery on procedure date with mesh and promonto band placement. These pains appeared immediately post-operatively and persist to this day. She was followed up for myofascial syndrome of the perineal and gluteal muscles. The clinical status of the pain remained unchanged. At present, the pain is localized in the lumbar and abdominopelvic region, on the anterolateral aspect of the left thigh and on the anterior aspects of the right and left legs. The pain is neuropathic, with discharges. She has urinary incontinence without urinary burning. Difficult stool evacuation, improved by lactulose. Painful orgasms with muscle contractions. Current treatment with tens lamaline. Chronicity factors include history of severe depression with anorexia and ts and of touching, psychologist follow-up, reduced mobility, difficulty driving car, professional difficulties, first-category disability and "contact structure douleur chronique". Clinical examination observed the patient as disabled, walking with caution, difficult monopodal support with instability, needed to walk with canes. It further reported there was low-back pain radiating to the buttocks bilaterally, and myofascial syndrome of the piriformis muscle, more marked on the left than on the right. There was elective pain in the territory of the genitofemoral nerve; here too, the pain is more intense on the left than on the right. There is an area of allodynia opposite the neurological lesion. The absence of empty bladder prolapse is noted, as well as weak contractions of the urinary and anal sphincters. Discussion and diagnosis concluded all in all, neuropathic pain appeared in the immediate postoperative period in connection with compression of the genitofemoral nerves. Very frequent complications of slings. Lumbar pain and walking difficulties secondary to fixation on the promontory. There is no precise record of the surgery. The information was provided by the patient. Tape removal appears necessary, as does assessment of urinary incontinence. Multimodal treatment of neuropathic pain was proposed. Extract from consultation report (chronic pain structure) on 10 jul 2024 reportedly stated pain still present, especially in left leg. Severe acute pelvic pain the day after surgery, fecal pain which led to malaise and emergency hospitalization in the visceral department. Since then, the pain has persisted and worsened (2 other emergency hospitalizations). Medical treatment included painkillers (lyrica, doliprane, even acupuncture in case of crisis and antidepressant). As the pelvic pain did not subside, the patient was unable to return to work full time. The patient was put on part-time leave from from 01 apr 2023 to 31 mar 2024. The patient consulted a gynecologist specializing in pelvic pain, who injected botulinum toxin into the bilateral obturator and puriform muscles under local anesthesia and into the uterus under general anesthesia (during january and february 2024). There was no improvement. As of 01 apr 2024, the patient was granted 1st category disability. Since then, the pelvic pain has intensified and spread to the lower back and legs, notably numbness in the left leg, making it difficult to walk (using a walking stick). The doctor estimates a paralysis of 3/5. Medical treatment completed includes lamaline + doliprane 1000. The doctor at the pain center, prescribed laroxyl in the evening and use of a tens (minimum 3 h/day). After examination, the doctor found that all the pain was due to the installation of the strips. The prognosis was confirmed by a urologist. The latter ordered further examinations (pelvic MRI, urodynamic assessment and cystography) in order to decide, with all these results, on 16 oct. However, these 3 medical opinions recommend the total removal of the 2 bands, which are the cause of all these symptoms. The patient also has uterine contraction pains after sexual intercourse and weight gain due to drug treatment. The patient further reported experiencing depression, extreme fatigue, lack of concentration (due to medication), having to stop physical activities. The doctor is currently taking steps to have the patient's disability re-evaluated to 2nd category. No reporter contact was provided, therefore, no further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.